Event description:
Following several firings of the sureform 60 stapler, the stapler was no longer articulating or rotating properly. Troubleshooting resulted with the same outcome. FDA safety report ID# (B)(4).